Manufacturer narrative:
The investigation into this event is currently in process. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and pre-release specifications were met.

Event description:
The patient presented with an aneurysm of a brachio-cephalic av fistula in the right arm. The viabahn device was advanced through a 10 fr terumo introducer sheath over a benson guidewire to the target site. The physician pulled on the deployment line, the device buckled within the aneurysm and approximately 5 mm of the device started to expand. The physician was unable to pull the line any further. The device was pulled back to the introducer sheath and removed with the sheath. The procedure was completed implanting another viabahn device without any adverse outcome for the patient.